Event description:
The st jude medical rep reported that the pt was pacing at the rate limit of 117bpm. The device was unable to communicate. The pt was tolerating the fast pacing and was being externally monitored. Based on the known crystal oscillator anomaly, the decision was made to explant the ICD.